Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 361 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. It was reported that customer had symptoms of chest pain and vomiting. Customer was treated with insulin drip and insulin pump. Customer was wearing insulin pump at the time of hospitalization. Caller did not have insulin pump available and was not able to troubleshoot.